Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-feb-2028, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(4), ubd: 29-feb-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who was being treated for pain underwent an implant surgery involving the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) and the implantable neurostimulator 97715 intellis adaptivestim pain. The patient subsequently experienced nerve damage, which was suspected to be related to the implant surgery, and developed new pain that was unrelated to their baseline condition. The patient¿s symptoms did not resolve, and the issue remained ongoing. An explant procedure was performed to remove the devices, and the procedure was reported to be successful. The manufacturer representative (rep) indicated they would send any further information as they become aware.